Event description:
It was reported to boston scientific corporation that a naviflex' rx delivery system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a (B)(6) old female patient weighing (B)(6) being treated for stones in the common bile duct. During the procedure, as the stent was being deployed, the black guide catheter tip became detached from the delivery system. The physician was able to trap and remove the tip from the patient using the elevator of the olympus 180 ercp scope, while leaving the stent properly placed within the common bile duct. The procedure was successfully completed with no reported patient complications. The patient was reported to be fine after the procedure.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the guide catheter was separated/broken from the pull wire. The guide catheter was kinked approximately 22cm from the distal end. There were no damages on the push catheter and the welded cannula. The stent was not returned for evaluation. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a naviflex' rx delivery system was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a (B)(6) old female patient weighing (B)(6) being treated for stones in the common bile duct. During the procedure, as the stent was being deployed, the black guide catheter tip became detached from the delivery system. The physician was able to trap and remove the tip from the patient using the elevator of the olympus 180 ercp scope, while leaving the stent properly placed within the common bile duct. The procedure was successfully completed with no reported patient complications. The patient was reported to be fine after the procedure.